Manufacturer narrative:
H6; code 400: bent lockout tab. Facility experienced an event with endopath* ets while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974389. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, j00m8h; cartridge pan in place/condition, detached; condition of drivers, 15 missing; lockout tabs on pan condition, bent and position/condition of wedge sleds, partially fired (12. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the returned cartridge had 15 drivers missing, a detached pan, and a bent lockout tab on the pan which indicates that the instrument's firing cylce was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cylce is interupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate the reload did not work properly. There was no pt consequence.